Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; however, a media analysis was performed on the photos provided by the complainant where it can be observed that the cutting wire was kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of wire break and wire kinked were confirmed. According to the media analysis performed, it was possible to observe that the cutting wire was kinked and broken, however, there is not enough evidence to determine whether the observed and reported problem were induced due to the physician's technique during the procedure or were related to a device malfunction, the probable cause of the reported problem cannot be established. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the procedure, the cutting wire snapped. The nursing staff felt something not right and when they tried to use it again, it wasn't working. The doctor pulled it back and they saw in the monitor it has snapped upward. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.